Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included cholecystectomy on (B)(6) 2012, back muscle spasms, gastritis, lower abdominal tenderness and upper gastrointestinal tract endoscopy. Concurrent conditions included right upper quadrant pain, abdominal discomfort, calculous cholecystitis and cervical polyp. Concomitant products included morphine for pain as well as hydrocodone;paracetamol (acetaminophen;hydrocodone) and ondansetron. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), abdominal pain lower ("lower abdominal pain") and pain in extremity ("leg aches"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower and pain in extremity had resolved, the genital haemorrhage, migraine, dysmenorrhoea, gastrointestinal disorder and abdominal pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure implant date 2008 and (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included cholecystectomy on (B)(6) 2012, back muscle spasms, gastritis, lower abdominal tenderness and upper gastrointestinal tract endoscopy. Concurrent conditions included right upper quadrant pain, abdominal discomfort, calculous cholecystitis and cervical polyp. Concomitant products included morphine for pain as well as hydrocodone;paracetamol (acetaminophen;hydrocodone) and ondansetron. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), abdominal pain lower ("lower abdominal pain") and pain in extremity ("leg aches"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower and pain in extremity had resolved, the genital haemorrhage, migraine, dysmenorrhoea, gastrointestinal disorder and abdominal pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure implant date 2008 and (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (general), migraines / headaches, dysmenorrhea (cramping), pain, fatigue, gastrointestinal disorder, abdominal pain, back pain/ lower back pain, lower abdominal pain, leg aches and she did not undergo essure confirmation test. Medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and cholecystitis ('gastrointestinal disorder/gastrointestinal or digestive system condition ¿ cholecystitis') in a 30-year-old female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included cholecystectomy on (B)(6) 2012, back muscle spasms, gastritis, lower abdominal tenderness and upper gastrointestinal tract endoscopy. Concurrent conditions included right upper quadrant pain, abdominal discomfort, calculous cholecystitis and cervical polyp. Concomitant products included morphine for pain as well as hydrocodone;paracetamol (acetaminophen;hydrocodone) and ondansetron. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), cholecystitis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"), 2 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced pain in extremity ("leg aches/leg pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (transvaginal hysterectomy/total hysterectomy (uterus and cervix removed), bilateral salpingectomy and removal of gallbladder). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower and pain in extremity had resolved, the genital haemorrhage, cholecystitis, migraine, dysmenorrhoea and abdominal pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cholecystitis, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure implant date 2008 and (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received - event gastrointestinal disorder nos updated with cholecystitis. New reporter and event onset date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.